Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the (B)(6) and (B)(6) complaint databases did not show any other reports against the head product and lot code. The lot number for the glenoid was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address dislocation.